Event description:
It was reported that the right ventricular lead had an abrupt change in impedance. The lead had high impedance, noise, and oversensing. A crush was suspected. The lead was partially explanted with difficulty as multiple breaks and svc coil separation were noted. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): d154atg implantable cardioverter defibrillator 2007-(B)(6); 5076 implantable pacing lead 2001-(B)(6), (B)(4).

Event description:
It was reported that the right ventricular lead had an abrupt change in impedance. The lead had high impedance, noise, and oversensing. A crush was suspected. The lead was partially explanted with difficulty as multiple breaks and svc coil separation were noted. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.